Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: au4965-255, crd_1003. R726367901, r730177901. It was reported that on (B)(6) 2022, a 25mm navitor valve was selected for implant using a flexnav delivery system. The patients baseline rhythm is sinus bradycardia. During deployment, left bundle branch block was observed, however no treatment was provided. The navitor valve was successfully implanted. On (B)(6) 2022, the patient was experiencing fainting episodes and presented to the emergency department. High grade heart block was noted and a pacemaker was implanted to treat the event. No additional information was provided.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 25mm navitor valve was selected for implant using a flexnav delivery system. The patients baseline rhythm is sinus bradycardia. During deployment, left bundle branch block was observed, however no treatment was provided. The navitor valve was successfully implanted. On (B)(6) 2022, the patient was experiencing fainting episodes and presented to the emergency department. High grade heart block was noted and a pacemaker was implanted to treat the event.

Manufacturer narrative:
An event of sinus bradycardia, left bundle branch block and heart block were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The patient's medical history included cad, sinus bradycardia, right bundle branch block, moderate st depression, covid-19, hyperlipidemia, hypertension which could have been exacerbated by the procedure leading to the complications being reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.